Manufacturer narrative:
The physician stated the cellfina devices performed as intended, and no malfunctions or device deficiencies occurred during treatment. Additionally, the physician reported that the cellfina disposable kit used during this treatment was not available for return and a lot number could not be provided. Therefore, an investigation of the disposable kit used during this treatment was not possible. A review of the original device history record of the cellfina motor module serial number provided revealed there were no nonconformances, deviations, or rework during initial manufacturing of the device and all required testing was passing prior to distribution. A review of the cellfina patient complaint trend analysis revealed the reported issue of anetoderma has not occurred at a high enough frequency to generate a trend and will continue to be monitored. The patient investigation determined it is unconfirmed if a cellfina system device caused or contributed to the event. However, the treating physician alleged that the patient's condition is presumably permanent; therefore, this case was deemed reportable per a serious injury. A contributory role of the cellfina system cannot be excluded with certainty. No additional information is available at this time. If additional information becomes available, a supplemental medwatch form will be submitted.

Event description:
On 10-dec-2020, merz/ulthera received information from a (B)(6) affiliate regarding a cellfina adverse event. The treating physician reported to the affiliate, "after the treatment, the patient developed outwardly bulging dents at the incision sites." The patient was treated with cellfina on the buttocks and thighs on (B)(6) 2020. The treatment lasted approximately 40 minutes, and 45 releases were performed at a depth of 6mm. On 07-apr-2021, additional information was received from the physician, who reported that injection lipolysis was performed on an unspecified date to aid in resolution of the patient's condition; however, no satisfactory result was reported. On 02-jun-2021, the physician reported "damage is presumably permanent." No additional information is available at this time.